Manufacturer narrative:
The implantable pulse generator (ipg) was not returned for analysis; therefore, a physical evaluation could not be performed and the event of the patient feeling a hot sensation from the charger while charging the ipg was not able to be confirmed. A review of the device history record (DHR) was conducted. The records indicate that the device met all applicable acceptance criteria and release requirements prior to distribution. No manufacturing-related nonconformance's or deviations were identified during the review that could be associated with the reported event. The device was not returned for analysis; therefore, a physical evaluation could not be performed. The investigation was limited to the information and documentation available at the time of review. Evaluation of the complaint record did not identify objective evidence to confirm the reported issue. Additionally, a review of the device history record review did not identify any manufacturing-related nonconformance's or deviations that could be associated with the reported event. Based on the information available, a probable cause could not be determined, therefore the investigation conclusion code selected for this investigation is cause not established.

Event description:
It was reported that when the patient charges their spinal cord stimulation (scs) implantable pulse generator (ipg), the ipg area feels hotter than before. A different charger was used, but the issue was not resolved. The patient underwent a revision procedure to explant and replace the ipg. The patient was doing well postoperatively. However, the patient continued to experience the ipg site feeling warm during charging, even after the ipg was replaced and the patient also reported a burnt smell. The issue was later confirmed when the patient met with the boston scientific representative, but the reported heat sensation was considered within normal range and no particular burnt smell was observed. The reported heat sensation was due to the charger getting hot, as there were no stimulation issues. As a result, the patient will increase the charging frequency from once a week to two or three times a week, while shortening the charging time per session in order to monitor the situation.